Event description:
The user facility reported 82-year-old female with a impella cp due to acute myocardial infarction. It was reported that the pump got linked in the aorta due to heavily calcified av. The procedure was aborted and the patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the failure to advance was determined to be patient condition as the patient had heavily calcified av preventing successful delivery of impella. The cause of the product damage was determined to be patient condition as the patient had heavily calcified av.